Manufacturer narrative:
Batch review performed on 17 may 2021: lot 152528: (B)(4) items manufactured and released on 05-aug-2015. Expiration date: 2020-07-11. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner 4 years and 8 months after primary. The surgery was completed successfully.